Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a 2000ml eva (ethyl vinyl acetate) tpn (total parenteral nutrition) bags was leaking from the middle port. This was further described as ¿the bag had leaked where the middle port tubing inserts into the bag¿ and ¿appeared to be a pin-hole leak¿. The leak was discovered during compounding. There was no patient involvement. No additional information is available.

Manufacturer narrative:
H4: the lot was manufactured from june 29, 2020 - june 30, 2020. H10: the device was received for evaluation. Unaided visual inspection was performed which did not identify any abnormalities that could have contributed to the reported condition. A functional testing was performed with tap water which revealed a leak at the spike port weld in back of the bag. Additional magnified inspection verified a tear/hole where the leak occurred. The reported condition was verified. The cause of the tear/hole could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.